Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23062 multiple times. The technical service engineer confirmed the reported error on the left master tool manipulator. The procedure outcome is unknown at this time with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 23062 and replaced the left master tool manipulator (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtml was analyzed and the reported 23062 error was confirmed replicated during in-house testing. In lighthouse, the 23062 error was found indicating a failure on the roll axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. After installing on sftp and running the fitness test, the unit failed backdrive - ro and clutch button cal verification with 23062 (eevt_dafd_mvt_err) error on roll axis. Gravity balance test post sine cycle - sh (min_margin and max_imbalance)) and el (min_margin and max_imbalance). The gravity balance test failures passed after running calibrations. During calibrations, the unit failed counter balance cal - wp (wrist_pitch_cb_len_err). Additional finding of failures for slow gravity balance test post sine cycle for wrist pitch (axis 5) - ripple_torq_max were observed. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer reported error is attributed to the roll motor and the slipring of the mtml.